Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, when he got up he fell back and when he tested her blood glucose it was 468 mg/dl, current blood glucose was 528 mg/dl. Customer contacted her doctor and recommended she changed the basal rates. Troubleshooting was performed. The drive support cap was reported normal. No leaks or air bubbles were noted. Customer declined to check possible issues with site, insulin, and settings. High pressure test was performed and the device failed. Retested and then it passed. Customer was advised to do a complete set change. Customer's blood glucose at the end of the call was 413 mg/dl. Customer is not returning the device for further analysis.